Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 22.1cm distal to the distal end of the strain relief. Multiple kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion with a bend of greater than 45 degrees was located in moderately tortuous and severly calcified left circumflex artery. A 2.50mm x 28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a broken hypotube.